Event description:
Incident description: after double mastectomy mentor brand silicone gel implant was placed by plastic surgeon. Months later physical problems began (joint pain, memory loss, energy loss, depression, cramping and back pain) oncologist ordered CT scans, vaginal ultrasounds, no problems found. Only after a breast ultrasound was performed (less than 2 years after implantation) was a leak found. Mentor gel implants were explanted and surgical oncology report notes a defect of 15x11cm in a triangular shape on implant. No impact or constricture was cause of rupture. I believe leaking gel caused undiagnosed issues continuing to cause health issues. Incident location: (B)(6). Injury information: injury, hospital admission. Purchase date: (B)(6) 2013. I still have the product in my possession, yes. The product was modified before the incident, no. Have you contacted the manufacturer, no. If not, do you plan to contact them. Yes. Explanation: I want to know why a defective implant was used in a breast reconstruction surgery after stage 2b cancer, like I don't have enough issues. (B)(4).